Event description:
Customer contacted us on (B)(6) 2023 to report a false positive result. Customer took a lucira covid -19 and multiple antigen tests and all of them gave a negative result. Customer mentioned that she was going to take a pcr lab test. However, she has not replied back to our follow-up email.

Manufacturer narrative:
Updated MFR report number from .